Event description:
The international customer reported the ventilator alarmed and screen went dark. The customer reported the device was not in use therefore there was not patient involvement or harm. Review of the device diagnostic history indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. During evaluation, the manufacturers service engineer reported a failure of the data acquisition pcb to motor controller cable was confirmed. The service engineer replaced the cable to address the reported problem. Final checkout was completed per operating specifications with no fault recurrence reported.